Event description:
It was reported that the gastrointestinal videoscope exhibited incompatible scope error code (e315) on various processors. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air-water cylinder contains foreign objects, and the air-water tube contains foreign objects. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunctions reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.